Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 08:31:19. During night drain cycle 17, the patient's ultrafiltration reading was 1342ml, indicating the home patient (hp) drained 1342ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.